Manufacturer narrative:
The date provided in section with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to the corroded motor home switch. There was no compromised force sensor system alarm. The pump had a minor scratched lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a protruded/loose drive support disk. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer attempted to rewind the pump and prime again but he is now receiving a compromised force sensor system. Customer's blood glucose was 232 mg/dl. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the drive support cap appears normal and the cap was not pressed while he was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer declined troubleshooting for the motor error alarm.